Event description:
It was reported that there was suspected accelerated depletion of this device battery. A request for additional review was needed. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion and engineering review of the data confirmed that the power consumption had increased the last year. Ts advised to replace and return the device for analysis. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that there was suspected accelerated depletion of this device battery. A request for additional review was needed. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion and engineering review of the data confirmed that the power consumption had increased the last year. Ts advised to replace and return the device for analysis. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.